Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the atrial lead exhibited over-sensed noise. Programming changes were performed. There were no patient consequences.